Manufacturer narrative:
The insulin pump was monitored with the time/clock set for 24.0 hrs and no time/clock loss or gain anomaly was noted. The meter read the correct time and date on the unit during our testing. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the time and date were off on the insulin pump. Customer's blood glucose was 483 mg/dl at the time of the incident. Customer stated that the time gained 12 hours. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.